Event description:
Customer reported a hospitalization due to high blood glucose levels. His blood glucose was high for the last few days, over 600 mg/dl. Customer was feeling nauseous and thirsty. On (B)(6) 2014, he saw his doctor in urgent care. From there, he was transferred to the emergency room with a blood glucose level of over 600 mg/dl. He was treated with an IV drip. Customer was wearing the device when he went to urgent care. He was not in an accident. During trouble shooting, customer found no air in the tubing. The drive support disk appeared normal. No leak was found. When checking the device's history, there were several low reservoir and no delivery alarms. There was a bolus history anomaly, where a bolus was programmed but not enough insulin left in the device for the bolus. Customer was advised the device needed to be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window noted.